Event description:
It was reported by rn that level 1 rapid infuser was used to administer warmed blood products rapidly for a cat 1 trauma patient. During setup of the equipment the blood started to leak from the filter section of the tubing which caused leakage onto the floor. There was patient involvement with no harm.

Manufacturer narrative:
H10: mw5186267. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.